Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg lt sm size 4 PMA, catalog #:159541, lot #: 411280; medical product: oxf twin-peg cmntd fem sm PMA , catalog #:161468, lot #: 987570. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00070 and 3002806535-2019-00071. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to unknown reasons.